Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker's battery showed few years left since last year's interrogation and currently reached end of life (eol). This pacemaker was explanted. No additional adverse patient effects were reported.